Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back fasting blood tests of 133 and 336 mg/dl. Customer states it has happened before as well on (B)(6) 2017 at 6:59 pm obtaining a reading of 152 mg/dl and 221 mg/dl back to back; customer does not recall if these readings were fasting. Customer is also concerned that readings are high. The customer's expected fasting blood glucose test result range is 85 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 96 mg/dl using truemetrix meter and 114 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 133mg/dl (B)(6) 2017 12:22 pm fasting:yes, 336mg/dl (B)(6) 2017 12:21 pm fasting:yes, 334mg/dl (B)(6) 2017 12:20 pm fasting:yes, 152mg/dl (B)(6) 2017 06:59 pm fasting:no, 221mg/dl (B)(6) 2017 06:59 pm fasting:no.